Event description:
It was reported to medtronic neurosurgery that approximately six years post-implantation of the device the patient began experiencing intermittent difficulties with muscle coordination and intermittent pain on the side of their head, their forehead, and around the area of the valve. According to the report, following a knee replacement surgery in (B)(6) 2011, the patient¿s symptoms became more pronounced. The report states that while still in the hospital from the knee surgery, a scan was performed which showed enlargement of the patient¿s 3rd ventricle, and that the hospital¿s on call neurosurgeon adjusted the shunt¿s pressure level setting. Reportedly, the hospital neurosurgeon believed the shunt had malfunctioned. The report states that the neurosurgeon who has been managing the patient¿s hydrocephalus treatment did not agree it was malfunctioning, and that the patient has consulted a new physician for a third opinion. According to the report, there have not been any injuries which were clearly attributable to the device.

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.